Manufacturer narrative:
There was no known patient involvement. PMA 510(k): the heater-cooler system 3t 16-02-80 is not distributed in the USA, but it is similar to heater-cooler system 3t 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of the heater-cooler system 3t devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The customer plans to return the device to livanova (B)(4) for a deep disinfection procedure. The customer stated that the cleaning and disinfection procedure was performed in accordance with the instructions for use (IFU) and that the heater-cooler device was placed inside the operating room while use. The customer reported that there was no known patient infection related to this issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned..

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There was no known patient involvement.